Event description:
The patient felt a shock during an electrotherapy treatment. The patient was receiving treatment in the area of the neck and shoulders when they reported a shock sensation and pulled the electrodes from the treatment area. The patient was not injured but was startled from the event. The patient did not require medical care for the event. The clinician could not recall the treatment specifications, electrode details, treatment prep, or patient symptom. The clinician indicated that the patient was 'very sensitive' to electrical current. The patient's sensitivity was due to a home electrical accident in which the patient had received a shock.

Manufacturer narrative:
Initially the clinician felt that the incident was due to the device not having the most recent field correction. Device evaluation revealed that the device had the latest field correction. The clinician replaced the device lead wires. The clinician claims that the technical action performed on the device, on site, is justification not to return the device for manufacturer evaluation and service.